Event description:
It was reported that when attempting to deliver energy through the therapy cable the device would constantly display the "connect electrodes" message on the screen and would not delivery therapy. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the therapy pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported event was determined to be a failure of the therapy pcb assembly.